Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Cardiac arrest is a known, inherent risk of cardiac stenting and is multi-factorial in nature. Pt, vessel, lesion, procedural, and pharmacological factors, both individually or in combination, may impact post-procedural morality. In this case, the pt is a smoker and has known concomitant coronary artery disease. These factors increase the pt's risk for major cardiac adverse event following stent implantation. The medications prescribed post procedure are not known, and it is not established if the pt was compliant. Based on the available info and without post-mortem visualization of the cypher stent, it is not possible to determine if a relationship exists between the cordis device and the reported death. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device.

Event description:
This male with a history of tobacco use and a family history of cad was admitted to the hospital for headache, chest pressure, and shortness of breath. His symptoms began at work and were relieved with sublingual ntg. He was transported via ambulance to the hospital. Angiography revealed a 20% stenosis in the proximal lad, a 50% stenosis in the first diagonal branch, a 25% stenosis in the mid-lcx and a 75% stenosis in the proximal rca. The pt was transported to a tertiary facility and had a 3.5x18mm cypher stent implanted in the proximal rca. Ten months post index procedure, the pt did not show up for work. His co-workers became worried and decided to see if he was home. Upon a co-worker's arrival to his home, the pt was found lying on the bed dead. No autopsy was performed. The cause of death listed on the death certificate is cardiac arrest and coronary artery disease. Medications/anti-platelet medication regimen and duration are not known. No add'l info is available at this time.